Event description:
It was reported that the right ventricular (rv) lead had an acute rise in impedance and thresholds since implant two days prior. Lead dislodgment was suspected, and a chest x-ray revealed the rv lead had moved. The patient reported chest pain. The patient was to be transferred to another hospital for a revision procedure. The device and leads remain in service. No additional adverse patient effects were reported.